Manufacturer narrative:
Initial

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia of unclear cause, with the cgm displaying ¿low¿ for approximately 20 minutes after a meal that had been announced as usual and with no reported activity or external factors; the patient was sleeping and a brief sensor issue occurred during the event, and oral glucose (orange juice) was used to treat. Symptoms included urgent low glucose and low glucose. Outcomes included treatment with oral carbohydrate and recovery without escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with the scenario consistent with possible sensor artifact or compression during sleep and an unconfirmed cgm reading due to lack of glucometer verification. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.